Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient had a return of symptoms in (B)(6) 2016. The patient increased stimulation, but it was a little painful, so they decreased a little and things got better. The patient's symptoms returned again on (B)(6) 2016 and they were "going, going, going." The patient checked their implantable neurostimulator (ins) and programmer and they were on program 1 at 5.3v and the ins was on. The patient felt stimulation. The patient just increased from 5.0v to 5.3v and would see if that helped. If not, the patient would inform their health care provider (hcp). The patient was going to try to see a new hcp. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the patient thought they were in need of a new battery in their implant and found out they didn¿t needed. The patient¿s implant was adjusted and all was well. The patient¿s return of symptoms had not been resolved, but if they felt they were going too much, they increased it up 1.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the device was reprogrammed and it seemed to be working fine now; settings were increased a little more and there was no problem. All was going well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.